Event description:
It was reported that the patient fell and was admitted to the hospital. An x-ray was taken and MRI was performed. Subsequently, the patient had onset of a cardiac arrhythmia which was suspected to be the result of the MRI performed while the device was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 4092, implantable pacing lead, implanted: (B)(6) 2004. Product ID: 4592 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).